Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last couple of months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming attempts and had difficulty in charging the ipg despite troubleshooting attempts. It was noted that the implantable pulse generator (ipg) had migrated. The patient underwent an explant procedure and the explanted ipg was not returned as it was retained by the medical facility.